Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A customer reported that a patient received a coolsculpting treatment to the thigh using coolsmooth applicator and presented with skin discoloration and line of demarcation post treatment. Patient was treated with corrective surgery. Also, costumer reported "thermal event" for their coolsculpting system, during treatment. Unable to troubleshoot as customer could no be reached. Later customer reported "we had a thermal event aprox. 15min into treatment. After removing applicator, it was observed that the gel pad (legacy pad) had a dry spot. After assessing and replacing all of the consumables, I applied a newer gel pad and restarted the treatment. Resulting with a second thermal event aprox. 10 min into the treatment."